Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitivity troponin-I reagent lot 77410ud00. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 77410ud00. All specifications were met indicating that the lot is performing acceptably. Device history review did not identify issues associated with the customer¿s observation. Labeling review concludes that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitivity troponin-I reagent, lot number 77410ud00.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I for two patients. The following results were provided: customer normal range </= 14 ng/l. (B)(6) 2025, initial troponin result= 101 ng/l; repeat result= <2.7; repeat results on other instrument= 2.9 ng/l and 3.2 ng/l. (B)(6) 2025, initial troponin result= 15.1 ng/l; repeat result= <2.7 ng/l; repeat result on other instrument = <2.7 ng/l. Additional patient information provided: sid (B)(6) was a 67-year-old female. Sid (B)(6) was a 52-year-old male. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Complete entry for section a2 - age at time of event, a2 - age units (patient) and a3a - sex: 67-year-old female, 52-year-old male. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I for two patients. The following results were provided: customer normal range </= 14 ng/l on (B)(6) 2025, initial troponin result= 101 ng/l; repeat result= <2.7; repeat results on other instrument= 2.9 ng/l and 3.2 ng/l. On (B)(6) 2025, initial troponin result= 15.1 ng/l; repeat result= <2.7 ng/l; repeat result on other instrument = <2.7 ng/l. Additional patient information provided: sid (B)(6), was a 67-year-old female, sid (B)(6), was a 52-year-old male . There was no impact to patient management reported.